Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that cannot rewind the insulin pump. Customer's blood glucose value was 197 mg/dl at the time of the incident. Customer reported that the load reservoir process completed without insulin exiting out of the tubing. Customer stated insulin was squirting out during the fill tubing process. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected prime/fill anomaly noted during testing.